Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with nordic bluetooth device was performed and the transmitter passed. A voltage test was performed and the transmitter passed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/09/2018 that on (B)(6) 2017 there was a loss of connection between the transmitter and smart device occurred. No additional event or patient information is available. Data was received for evaluation, confirmation of the complaint was confirmed via data. A probable cause could not be determined via data.